Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) lead exhibited far p oversensing and inappropriate capture. Lead dislodgment was suspected. No intervention was done. The patient was stable.

Event description:
The lead was explanted and replaced. The patient was stable.